Event description:
Info received on 12/17/96 indicates the device was removed from the pt and replaced, reason not indicated. Additional info received on 2/10/97 indicates that due to tissue atrophy a second co device was added, not removed and replaced.